Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module. The erroneous results were reported outside of the laboratory. The initial hcg + b result from the primary tube was <0.100 miu/ml with a data flag. This result was reported outside of the laboratory. The patient had gone to the hospital because she received a positive result with a urine quick pregnancy test. The patient had an ultrasound at the hospital where she was confirmed to be pregnant. On (B)(6) 2017 the customer repeated the same sample and the result was 7592 miu/ml. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 210151. The expiration date was not provided. Quality control (qc) results appear to be within the customer¿s set ranges on the day of the event. No issues were identified during a review of the alarm trace.

Manufacturer narrative:
Assay performance check data from 03/24/2017 was within specification. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. A general reagent issue is not suspected. No tube inversions were performed. A possible root cause may be related to poor sample quality since no tube inversions were performed which can cause pipetting issues. An additional root cause for this event may be insufficient maintenance.